Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they were unable to exit from the preparing to prime loop on the insulin pump. Customer's blood glucose was 230 mg/dl. Troubleshooting found the customer received a second series of beeps and numbers appeared on the screen. The customer also called back to report that the piston would not touch the reservoir during a prime. The customer also reported insulin would begin to pour out as a result. The customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Three random sealed reservoirs were evaluated and the transfer guard needles passed per inspection. The seals and stopper grooves were also checked for anomalies and none were found. A leak test was performed and the reservoirs did not leak. Three opened and used reservoirs were evaluated but could not be tested as the customer did not return the transfer guards. The seals and stopper grooves were checked for anomalies and none were found. A leak test was performed and the reservoirs did not leak.